Event description:
Customer's son reports back to back testing to a prefessional meter while using the advantage system with results of 172 mg/dl on customer's meter and 56 mg/dl on professional meter. No qcs were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.